Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, inappropriate atp and hv therapy for supraventricular tachycardia was noted. Programming changes were made. Patient condition was good after event.